Event description:
This unsolicited device cse from (B)(6) was received on 01/06/2015 from a physician (orthopedist). This case involves a (B)(6) male pt who experienced arthritis after receiving treatment with synvisc. The pt's medical history, past drugs, concomitant medications or concurrent conditions were not reported. On (B)(6) 2014, the pt initiated treatment with intra-articular synvisc injection at a dose of 2 ml (1 ampule) (batch /lot number and expiry date was not reported) for gonarthrosis into right knee. Prior to the injection, the pt had pre-existing joint fluid retention with 20 cc of cloudy fluid. On the same day, at night, swelling developed and the pt was unable to bend his knee (symptoms of the event "arthritis"). On (B)(6) 2014, the pt visited the reporting clinic and was found to have 75 ml of fluid retention (a symptom of the event "arthritis"). A blood test (unk date in (B)(6) 2014) showed c-reactive protein (crp) at 9.4 mg/l and wbc at 7800/mcl (normal values were not provided). On an unk date in (B)(6) 2014, the joint fluid was aspirated and irrigation with normal saline was performed daily. It was reported that the pt was also prescribed cefdinir (cefzon) capsules and took the drug from (B)(6) 2014 for the event. Subsequently, on (B)(6) 2014, the fluid retention resolved and he was almost recovering from the event of arthritis. No bacteria were isolated from the joint fluid. Action taken: drug withdrawn nos. Corrective treatment: cefdinir (cefzon), joint aspiration, daily irrigation with sodium chloride (normal saline). Outcome: recovering/resolving. Seriousness criteria: required intervention. Reporting orthopedist's causality assessment: highly probable. Company causality assessment: associated. A pharmaceutical tech complaint (ptc) was initiated and results were pending for the same.